Event description:
On 07/07/2025, a facility representative reported via (B)(4) that an ar-8400 ex excalibur had metal shavings flaked off inside of the joint (shoulder) during a shoulder arthroscopy on 7/7/2025. The issue was noticed during the procedure. No adverse effects on the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-8400ex, excalibur, 4.0 mm x 13 cm, batch number 15413362, was received for investigation. Visual inspection noted that the device has abrasion marks on the outer hood and shaft. Functional testing was performed and found that the device worked as intended without producing debris filaments. No problem found. The complaint allegation is not confirmed.